Event description:
It was reported that during the pulsed field ablation to treat atrial fibrillation faradrive steerable sheath clear was selected for use. The sheath (cl13645) was prepared without issue and inserted into the patient. After removing the dilator and wire, aspiration showed no air bubbles. The farawave was inserted, and aspiration revealed excessive air bubbles, which persisted despite multiple attempts. For patient safety, a new sheath was prepared and used. With the new sheath, aspiration after farawave insertion showed no excessive air bubbles, and pulsed field ablation was performed. Upon completing the pulmonary vein isolation, the physician attempted to undeploy the catheter from flower configuration. X-ray indicated the wire had gone sideways, and the catheter closed on its own. The catheter was removed and found broken-the wire track had detached from the tip and slipped inside. All veins were successfully isolated on post-map, and no touch-ups were required. Pressure bag was used for irrigation. No fluid leak or air in patient was seen. Farawave was retracted to the tip pf catheter. Procedure was completed successfully with no patient complications. The product is expected to be returned for analysis. It was further reported that a pressure bag was used for irrigation. No fluid leak or air in patient was seen. Farawave was retracted to the tip pf catheter

Manufacturer narrative:
Device technical analysis: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was leak tested and did not pass leak tests. Microscopic inspection of the hemostatic valve identified the inner valve was not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific. Microscopic inspection also revealed a tear in the hemostatic valve near the center slit separate from the previously noted deformation.

Event description:
It was reported that during the pulsed field ablation to treat atrial fibrillation faradrive steerable sheath clear was selected for use. The sheath (cl13645) was prepared without issue and inserted into the patient. After removing the dilator and wire, aspiration showed no air bubbles. The farawave was inserted, and aspiration revealed excessive air bubbles, which persisted despite multiple attempts. For patient safety, a new sheath was prepared and used. With the new sheath, aspiration after farawave insertion showed no excessive air bubbles, and pulsed field ablation was performed. Upon completing the pulmonary vein isolation, the physician attempted to undeploy the catheter from flower configuration. X-ray indicated the wire had gone sideways, and the catheter closed on its own. The catheter was removed and found broken the wire track had detached from the tip and slipped inside. All veins were successfully isolated on post-map, and no touch-ups were required. Pressure bag was used for irrigation. No fluid leak or air in patient was seen. Farawave was retracted to the tip pf catheter. Procedure was completed successfully with no patient complications. The product is expected to be returned for analysis.